Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) failed preventative maintenance due to a damaged ventricular connector. The output connector assembly was broken. It was also determined at analysis that the gasket on the upper case was damaged. The encoder assembly was damaged, and one knob was contaminated. The display wire was pinched the wire insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) failed preventative maintenance due to damaged ventricular connector. The epg was returned for service. It was further reported that the external pulse generator (epg), subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.